Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient does not recall what occurred other than he ¿bottomed out¿ or the cgm/bg values. He stated his ex-wife (who is a follower) called him on (B)(6) 2022 but he did not answer his phone. She contacted the patient¿s brother who found the patient unresponsive and ¿stretched out¿ in his office chair. The patient¿s brother called emergency medical services (ems) who transported the patient to the emergency department. The patient sustained bruises and contusions with bleeding to his arms and an unspecified injury to his knee. The patient stated the emergency department treated his low blood sugar [presumed with glucose] and evaluated his head and arms. At the time of the report, the patient was at home, with a brace on his knee, and painful ambulation with a cane or a walker. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.